Event description:
During a shoulder arthroscopy procedure, it was reported the distal tip of the caps-lock cannula device (approximately 2 cm) broke off in the surgical site and the fragment remained in the pt's left shoulder as confirmed by MRI. A second procedure was required to remove the fragment. There have been no complications following the procedure. It was reported the device was not inserted in the surgical site using the caps-lock driver as prescribed in the instructions for use.

Manufacturer narrative:
The investigation of the incident is currently in progress. A follow up report will be provided once the investigation has been completed.